Manufacturer narrative:
Additional information was received in (B)(6) 2024. The physician believes it could be possible that there was a malfunction of the force sensor without any errors triggering on carto. Multiple attempts have been made to obtain clarification to this response. However, no further information has been made available. Therefore, added under h6. Medical device problem code of "incorrect, inadequate or imprecise result or readings (a0908)". If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia with a qdot micro¿ catheter ablation and the patient experienced cardiac perforation that required pericardiocentesis. During the procedure the physician successfully ablated the posterior papillary muscle with the qdot micro catheter. A small effusion was noticed on intracardiac echo and was slowly growing but the patient had no hemodynamic changes so no interventional measures were taken. After the procedure on (B)(6) 2024, the patient received a transthoracic echocardiogram which revealed a larger effusion. The patient returned to the electrophysiology (ep) lab for a pericardiocentesis. The last known patient status was that they were in stable condition. It was reported that the physician was ablating with half normal saline. The physician¿s opinion on the cause of this adverse event was bwi product malfunction. The physician suspected a possible force sensor issue. However, there were no force sensor errors identified during the case. Ablation was performed prior to noting the pericardial effusion. No evidence of steam pop. No error messages observed on biosense webster equipment during the procedure. The patient recovered after cardiac surgery but the patient required extended hospitalization. The procedure occurred on a friday and the patient went home the next tuesday. He had to have surgery to repair the perforation in his heart. Lateral apex of lv (3cm lateral from left ventricular apex, requiring one suture).

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).